Event description:
It was reported that during a functional endoscopic sinus surgery, saline was leaking from the cutter release button. The procedure was able to be completed using the same device. There was no delay to the procedure and no adverse event reported as a result of this malfunction.

Manufacturer narrative:
It has been confirmed that the device will not be returned to the manufacturer for evaluation.